Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 15.9 mmol//l (286.2 mg/dl) while wearing the pod between 4 and 24 hours on the arm. When removed from the infusion site, the pod's cannula was found bent. As treatment, the patient delivered a correctional bolus.

Manufacturer narrative:
The received device was evaluated and found the soft cannula deployed, and the formed needle visible through the exposed portion of the soft cannula. Inspection of the cannula assembly did not find it kinked or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The linkage assembly was noted not to be fully retracted. Once the housing was removed, the linkage assembly retracted. Scoring was noted on the inside of the top housing. A misalignment between the top housing and linkage assembly prevented the linkage assembly from properly retracting the formed needle.